Event description:
It was reported that "the jaws of the applier were found misaligned during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instruments was rev iewed and found complete without irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility any as of a 50-pc. Lot in july of 2022. It was found that this order was made from the correct materials part and components, and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument shows that jaws are loose and misaligned to each other and bent to the left and the jaw pivot pin is the pulled thru on one side of the bent/damaged outer tube assembly. We are able to validate complaint for the returned instrument. After the initial evaluation this instrument was this dis assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is also bent/damaged and one of its bosses is damaged where it engages the jaws. We suspect that the damaged drive rod boss caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod and outer tube assembly to become bent/damaged and for one of its bosses to become damaged and for the jaw pivot pin to be pulled through one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws of the applier were found misaligned during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".